Event description:
It was reported following a percutaneous coronary intervention (pci) an angio-seal was deployed. The procedure time was 35 minutes, the puncture location was the common femoral artery with an estimated diameter of 5 millimeters (mm) via a pre-insertion angiogram, and there was no peripheral vascular disease seen at the puncture location. Two days later, the pt experienced leg ischemia. The pt underwent surgical intervention where a common femoral artery occlusion was repaired. The angio-seal was removed. The pt was discharged from the hosp and his condition was reported to be good.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.